Event description:
It was reported that the customer had an issue with her quick sets and an absence of an alarm on the insulin pump. Customer stated that the cannula was kinked in her body and she wants to know why the pump does not say no delivery. Customer's blood glucose level was 500 mg/dl. Customer took an injection for ketones with a syringe. Customer felt lightheaded and funny. Customer did not contact their health care professional for high blood glucose levels. Customer stated that they have a back-up plan. Customer had on a quick set and her blood glucose level was high. Customer's current blood glucose level is 555 mg/dl. Customer treated with an injection. Customer performed a high pressure test and was able to perform a set change. Customer received a no delivery alarm the second time the high pressure test was performed. Customer was advised to change the infusion set. Customer was also advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.